Event description:
The gastrostomy tube was inserted into the stoma using the device (instead of its obturator) and the distal portion of the device broke off and lodged inside the gastrostomy tube. An enteral nutrition consultant visited the home on april 10 and was unable to locate the tip of the device. The pt's mother thinks it has passed through the gi tract. The gastrostomy tube was left in place. The pt's mother decided at that time not to contact the physician. On 5/29/97, co received notice that the pt required sedation and an operating theater to have the gastrostomy tube removed, the broken part cleared out and the gastrostomy tube reinserted. (Sedation is commonly used on pediatric pts when this gastrostomy tube is changed). On 6/27/97, co learned that a surgical procedure was performed as a result of the event. One pt involved.